Event description:
Consumer reports lower than expected readings with their plink meter when comparing to their other meter. Analysis run on clark error grid using competitive readings (205) as ref. Point vs. Bd readings 65 yielded data points in the e range of the grid, outside of acceptable limits.